Event description:
Determined to be reportable based on analysis completed on 02/13/2008. It was reported that during a percutaneous coronary intervention (pci) there was difficulty crossing the lesion. A 2.0x12mm maverick2 monorail balloon could not cross the lesion. The de novo left anterior descending artery was 90% stenosed with severe tortuosity and calcification. Significant resistance was encountered during insertion. Ivus was not used and the vascular access site was femoral. The balloon was used for pre-dilatation with a vessel size of 3.0mm. There were no pt complications or injuries reported. The pt status is listed as good. The procedure was completed with a different device. Device analysis indicates balloon damage.

Manufacturer narrative:
Visual examination of the returned device found that the balloon had been inflated and was not refolded correctly. An examination of the balloon found no tears visible in the balloon material. The device was attached to an encore inflation unit and attempts to inflate the balloon identified a pinhole leak over the distal edge of the proximal markerband and the proximal edge of the distal markerband. Microscopic examination of the balloon material and markerbands could find no issues that could contribute to the pinhole. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause for this complaint will be categorized as operational context because performance was limited due to anatomical/procedural factors encountered during the procedure.